Event description:
Boston scientific received information today that this device was explanted 6 years ago as a result of an unspecified defect.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.